Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified left superficial femoral artery. The vessel diameter was 6.0 mm and the lesion was pre-dilated with a 5.0 mm and 6.0 mm balloon dilatation catheter (bdc). Atherectomy was not performed and a 6fr 10 cm sheath was used. The supera self expanding stent (ses) was advanced and as the ses was being deployed, the ratchet stopped catching when the stent was about a third deployed. The ratchet was unable to be re-engaged so the entire delivery system with the stent was removed and a new, non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It is possible that the distal sheath of the delivery system was entrapped or kinked in the anatomy preventing the ratchet from properly engaging the stent resulting in difficulty advancing the thumbslide and partial deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.